Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during prime. Customer's blood glucose was 156 mg/dl at the time of the incident. Alarm was explained to the customer and then cleared. The insulin pump was not exposed to a high magnetic field. Customer was advised to change the complete set. Customer was also asked to deliver 5.0 units via fill cannula and they did not receive a motor error alarm. Insulin was not cloudy or expired. Customer stated that the motor error occurred 2 times in the last 30 days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.